Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 30 mg/dl and "fell down stair and sustained a head injury"; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.